Event description:
It was reported that the pump had eroded through the pt's skin. A 1.0-1.5 cm incision opened and the pump was visible. The device was explanted and replaced. No other pt's symptoms were reported. The hcp reported the pt outcome as 'no injury'. The pump was used to administer morphine and bupivacaine. A follow-up report will be submitted if additional info becomes available.